Manufacturer narrative:
Concomitant products: 4968-35 lead implanted: (B)(6) 2011; 4965-35 lead implanted (B)(6) 2011; (B)(4) lead implanted (B)(6) 2016; (B)(4) ICD implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced high defibrillation thresholds. Approximately six months later a defibrillation lead was implanted and seventeen defibrillation tests were performed. After the patient returned home, pre-syncopal episodes were experienced and re-programming was performed. This was followed by changing the sensitivity. It was later determined the adaptor was not fully inserted into the right ventricular pace/sense port on the device. The adaptor was disconnected from the rv port and reconnected. The connection was tested and the adaptor remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.